Event description:
Reportable based on analysis completed on 12/10/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified first diagonal. A balloon angioplasty was performed. The 2.50x20mm taxus liberte stent was advanced and did not cross the lesion. The procedure was completed with a different device. There were no pt complications and the pt condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 were flared and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).